Event description:
This report is being filed upon notification from our manufacturer of an event that occurred in another country. During the mr examination when the patient was moved into the bore, the patient's finger got caught between mr's table top and the stretcher. The movement was immediately stopped by the technicians as soon as the alarm button was pressed by the patient. The patient injured her finger with the finger nail being removed.

Manufacturer narrative:
The operator's instructions for use, section 4.4.1 and 7.1 have warnings about these types of situations. It still remains the responsibility of the operator to check whether the patients is positioned well and nothing can get caught during table movement.